Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) developed hematoma. The patient underwent a procedure to address hematoma. The device remains in service. No additional adverse patient effects were reported.